Event description:
Additional information received reported the cause of the event was "neuropathic pain unrelated to the device - self limited."

Event description:
It was reported that the patient was having a burning sensation on the right side of her abdomen. The patient reported the following symptoms: burning sensation, acute pain, swelling, and "hot to the touch." She could only lie on her back and it was very painful if she coughed or sneezed. The patient started to feel pain 4-5 days after her implant. It was reported that the patient's symptoms were on the left side of her abdomen. She had pain near the other two incisions she already had, but not directly on them and the pain was not located at the pocket site. The patient had complications with her surgery due to previous scar tissue that was built up. In 2007 the patient had a "1" mass removed from her right ovary and a dnc. In (B)(6) 2010, she had a (B)(6). Mass removed from her right ovary and then her gall bladder removed in (B)(6) 2011. Because of her complications with her surgery of her device, the patient was in the hospital for 9 days after implant. No x-rays have been taken, but the device was checked with the programmer and things seemed okay. The patient stated the device had greatly improved her symptoms, but she was just dealing with this pain. She had an appointment with her physician at the end of (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).